Event description:
A remstar autoa-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the service technician could not retrieve the error code log due to a thermal event. After further investigation, the service technician confirmed that there was a burnt connector. The device has been forwarded to riql for further investigation. If additional information is provided, a follow-up report will be filed.